Event description:
Per the clinic, the device was explanted (date not reported) due to patient requiring mris and a craniotomy. There are no plans to re-implant the patient with a new device as of the date of this report.